Event description:
It was reported that the physician had issues with the stimloc. The physician had one device that ended in 611a that he had "played around with" in the lab. It was unclear if the device failed to secure. Additional information was requested. See MFR# 3007566237-2012-01550

Event description:
Additional information received reported that there were no post-op issues and the patient was "okay." No cause was determined.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis of the neu_stimloc_acc found there to be no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.